Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx uncovered stent was to be implanted to treat a malignant stricture in the bile duct during a biliary endoscopic stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not dilated prior to stent placement. During the procedure, the stent delivery system was unable to advance along the guidewire.the procedure was cancelled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a27 is being used to capture the reportable issue of aborted/canceled procedure. Block h10: a wallflex biliary rx uncovered stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection was performed and no damages were noted to the delivery system. During functional inspection, the guidewire was backloaded without any problem and it exits at the gas ramp without resistance. The reported event of device difficult to advance guidewire was not confirmed. Taking all available information, there is no indication of what the customer reported because the guidewire was backloaded without any problem and it exits at the gas ramp without resistance. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on february 01, 2021 that a wallflex biliary rx uncovered stent was to be implanted to treat a malignant stricture in the bile duct during a biliary endoscopic stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not dilated prior to stent placement. During the procedure, the stent delivery system was unable to advance along the guidewire.the procedure was cancelled due to this event. There were no patient complications reported as a result of this event.